Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated that they could not feel the tingling anymore. The rep stated that they met with them to reprogram their stimulator. The rep stated that they checked their impedances and the majority of the electrodes were high. The patient stated that they had no falls or accidents that may have led or contributed to the issue. It was reported that impedances were checked which showed that electrodes 0, 4, and 7 were the only good electrodes. All of the others were high to produce stimulation. The rep stated that they reprogrammed the patient using just the electrodes that were good. They were able to achieve stimulation again and the patient was happy. Right now the patient has no follow-ups schedule and is doing well. The rep told the patient to call them if they were not able to feel the stimulation again. It was reported that the issue was resolved at the time of the report. No surgical intervention has occurred or is planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.